Manufacturer narrative:
Event date: exact date unknown, event occurred over a year ago.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site due to ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.